Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the ra lead was explanted due to atrial dependency and rv lead was explanted due to low impedance & high thresholds.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to clinic with both the atrial and ventricular lead exhibiting lead noise. Physician made programming changes. These changes caused the right ventricular lead to undersense and cause extra cardiac muscle stimulation caused by ventricular pacing from ventricular under-sensing. Leads were reprogrammed again and reduced pocket stimulation. Revision was discussed as patient remains symptomatic, yet stable.